Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to wear and tear as well as excessive force. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the pin near the light guide cap had come loose from the telescope "oes elite", 4 mm, 30°, hd, autoclavable. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, the device evaluation found the outer tube was bending. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.